Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as jan 24, 2014. The actual device was returned for evaluation. (B)(4) evaluated the device and identified no failure. Therefore, the reported condition could not be duplicated or confirmed. It was determined that the device was functioning properly. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(6).the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a craniotome surgical procedure for a skull fracture with clot removal it was observed that the electric pen drive perforator device stopped working before being used to open a cranial flap. It was reported that there was a 30 minute delay in the procedure as an identical spare device was available and the procedure was successfully completed. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.